Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pil ventilator to duplicate the reported issue. Functional analysis was performed and verified that the device o2 valve testing passed. In addition, the tech could observe and verify that no alarm or 111c - da pcba analog to digital converter (adc) failed message repeated during standard test bed (stb) operation. The tech could not duplicate the failure from the service. The suspect da pcba operates on the stb without issue. No fault found.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting an error code 111c - data acquisition printed circuit board assembly analog to digital converter (da pcba adc) failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the da pcba board per instructions, but new unrelated issues were identified during the performance verification test (pvt) and will be addressed separately. The investigation concludes that no further action is required for this issue at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.